Event description:
Per court document rec'd, pt underwent a shoulder procedure in 2006, and a painpump was placed in his shoulder joint for post-operative pain. The pt now alleges he has chondrolysis, and requires a shoulder replacement.

Manufacturer narrative:
No info has been provided as the model/catalog/lot number of the stryker painpump that was used. No hospital or surgeon info has been provided. No product has been rec'd for eval.